Event description:
A: the reporter was asked to return the device to novo nordisk during the initial phone contact. Since then two letters have been sent to the reporter requesting the return of the device and another attempt has been made by phone. To date, the device has not been returned to novo nordisk.

Event description:
Viral infection, diabetic ketoacidosis, chronic gallbladder (viral infection). Diabetic ketoacidosis (diabetic ketoacidosis) chronic gallbladder (gallbladder disorder). Case description: this spontaneous report reported by a consumer, received from the united state, reported as "viral infection, diabetic ketoacidosis, and chronic gallbladder", concerns a 45-year old female pt treated with a novopen 3 insulin delivery device from 2001 to july 2005 for type ii diabetes mellitus. Medical history includes hospitalization for right groin infection and high blood sugars in june 2005 and a stomach infection (date unk). The pt also has a history of hypothyroidism. The pt is allergic to morphine and codeine, for which she develops emesis. The pt is allergic to morphine and codeine, for which she develops emesis. The pt reported that in july 2005 (exact date unk), she discovered the rubber stoopper on her novopen 3 came off and she subsequently experienced a morning blood glucose level of 500 mg/dl. The pt drove herself to a local ER, but she was informed that she could not received treatment there because they were too busy, so she called the rescue squad who transported her to another ER. The ER dr diagnosed the pt with a viral infection. She did not receive treatment for the viral infection and she was told to drink plenty of fluids. The pt had unspecified lab tests performed (results unk) and she was sent home. A few hours after the pt was sent home she began to vomit and her family member drove her back to the ER where she was told that she needed to be monitored by an intensive care unit, but that the hosp was a full capacity. The pt then called the rescue squad and was transported to another hospo wher she was diagnosed with diabetic ketoacidosis and chronic gallbladder. She had unspecified blood work performed every three hours (results unk). The pt received an intraveous insulin drip (type, dose, and frequency unk) to treat her high blood glucose levels and her blood glucose levels were monitored (levels unk). She received an unk intravenous antibiotic (type, frequency, and dose unk) for her chronic gallbladder, intravenous potassium an magnesium (dose and frequency unk), and intraveous demerol (pethidine hydrochloride) (dose and frequency unk) for pain. The pt was considered recovered and discharged five days later (blood glucose level unk), and she was informed that she would have to have her gallbladder was removed on 29-jun-2005 without any complications. The pt reported the events have not reoccurred. After her discharged from the hosp, the pt switched to conventional insulin syringes to administer her insuslin. The pt did not perform an air shot prior to each injection, and use each disposable needle three times. The pt reported that she was trained on the novopen 3 by a healthcare professional. This case is linked to MFR. Report #9681821200500044 for a previous serious event with the same device. Follow-up received on october 3 2005. Since last submission on the case following info has been updated: -narrative updated with dated and outcome of surgery. -laparoscopic cholecystectomy performed 29-jn-2005. -relevant tests updated with results of hda a scan and ultrasound.

Event description:
Viral infection, diabetic ketoacidosis, chronic gallbladder (viral infection). Diabetic ketoacidosis (diabetic ketoacidosis). Chronic gallbladder (gallbladder disorder). Case description: this spontaneous report, reported by a consumer, reported as "viral infection, diabetic ketaoacidosis, and chronic gallbladder", concerns a pt treated with a novopen 3 insulin delivery device from 2001 to july 2005 for type ii diabetes mellitus. Medical history includes hospitalization for a right groin infection and high blood sugars in 2005 and a stomach infection (date unknown). The pt reported that the following month (exact date unknown), they discovered the rubber stopper on their novopen 3 came off and they subsequently experienced a morning blood glucose level of 500 mg/dl. The pt drove themselves to a local ER, but they were informed that they could no receive treatment there because they were too busy, so they called the rescue squad who transported pt to another ER. The ER dr diagnosed the pt with a viral infection. They did not receive treatment for the viral infection and they were told to drink plenty of fluids. The pt had unspecified lab tests performed (results unk) and they were sent home. A few hours after the pt was sent home they began to vomit and family member drove pt back to the ER where they were told that they needed to be monitored by an intensive care unit, but that the hosp was at full capacity. The pt then called the rescue squad and was transported to another hosp were they were diagnosed with diabetic ketoacidosis and chronic gallbladder. They had unspecified blood work performed every three hours (results unk). The pt received an intravenous insulin drip (type, dose, and frequency unk)to treat their high blood glucose levels and their blood glucose levels were monitored (levels unk). They received an unk intravenous antibiotic (type, frequency, and dose unk) for their chronic gallbladder, intravenous potassium and magnesium (dose and frequency unk), and intravenous demerol (pethidine hydrochloride) (dose and frequency unk) for pain. The pt was considered recovered and discharged five days later (blood glucose level unk), and they were informed that they would have to have her gallbladder removed. The pt's gallbladder was removed three weeks later in 2005 without any complications. The pt reported the events have not reoccurred. After their discharge from the hosp, the pt switched to conventional insulin syringes to administer their insulin. The pt did not perform an air shot prior to each injection, and used each disposable needle three times. The pt reported that they were on the novopen 3 by a healthcare professional. This case is linked to MFR report # 9681821-2005-00044 for a previous event iwth the same device.